Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse the medication after 24 hours. The issue occurred during patient infusion via peripherally inserted central catheter (PICC). The device was filled with fluorouracil 50 mg/ml (100 ml) and 148 ml 0.9% normal saline having a total volume of 240ml. The expected infusion time was 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between september 19-21, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.